Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, d4: expiration date unk, h4: unk, claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, into the patients right eye (od) on (B)(6) 2023. The surgeon attempted to remove the lens on (B)(6) 2023 due to temporal tilt and the surgeon felt the lens was too big. The surgeon was unable to remove the lens, so re-tucked the footplates (repositioned the lens) and left the lens in the eye. The patient returned the next day and her vision was great. The vault was good and the tilt was gone. Acuity was 20/25 pod1 and patient was happy.